Event description:
It was reported that since the patient fell, she experienced shocking/jolting sensations and "pulsation" in her buttocks and down her leg. When she used her electrical trimmer, the pulsation was worse. When her device was off, she would sometimes experience the pulsation sensation. The patient was at home. Further information is being requested from the hcp.